Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a mastectomy procedure, the surgeon used forceps to grasp a "bleeder" on the flap of the breast and used the plasmablade 4.0 in direct contact with the forceps to transfer energy in an effort to coagulate the bleeding vessel. The energy transfer via the forceps had a greater tissue effect than desired and burned the skin on the outer flap. The surgeon removed the damaged tissue and stitched the wound. The burn was approximately 2 cm around. The generator was set to 6 cut, 8 coag. No additional treatment or surgery was required for the burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.